Event description:
The customer reported that the system had a fault in image acquisition. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor needs to be replaced. The customer was sent quote for part and part fitting.